Event description:
It was reported that the ilet device intermittently failed to charge when placed on the charger, and the charger appeared damaged; a replacement was arranged and education provided. Symptoms included no clinical effects. Outcomes included no impact to health or need for medical care. Investigation included customer troubleshooting and review of device use. Investigation of this case revealed a suspected charger malfunction consistent with a damaged or defective external power component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the charger.

Manufacturer narrative:
Initial.